Event description:
It was reported that the right ventricular lead was capped due to a 'product performance issue'. No patient complications have been reported as a result of this event.

Event description:
It was originally reported that the right ventricular lead was capped due to a 'product performance issue'. Additional information was later received that reported the right ventricular lead was capped due to noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. It was originally reported that the right ventricular lead was capped due to a 'product performance issue'. Additional information was later received that reported the right ventricular lead was capped due to noise. No patient complications have been reported as a result of this event. No conclusion can be drawn.